Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation became damaged during use. Nothing disengaged from the device and there was no patient injury. The device was returned to covidien and initial evaluation discovered that it failed hipot testing.